Manufacturer narrative:
The tech found the head up valve was stuck. He replaced the head up valve to repair the bed.

Event description:
Info received indicates the head section will not go up with electrical or manual controls.